Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x15mm xience xpedition referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a proximal ramus artery. A 2.5x15mm xience xpedition stent was loaded onto a sion guide wire and placed at the lesion. A priority pak 20/30 indeflator was used to inflate the xience xpedtion, as inflation was initiated, but the stent-balloon failed to inflate. Additionally, the indeflator showed no pressure increase on the dial. Negative pressure was then applied and blood was noted backing up into the indeflator port. It was then noted that the proximal shaft was broken. The entire delivery system was removed as a single unit. Devices were exchanged with new ones including a 2.5x15mm xience stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.